Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for the call was that the patient reported that they were having issues accessing the patient therapy app. Patient stated that they needed to lower down the intensity as they felt an electric pulse on their knees when they lay down, but the screen would get stuck at "connecting, make sure the communicator is on". Agent had patient reset the communicator but the issue still persists. Patient then reset the handset and agent walked patient through accessing the patient therapy app again. Patient were able to see the therapy screen and make adjustments to their intensity. The troubleshooting steps taken resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.